Event description:
It was reported that during a breast biopsy, the probe was fired and went thru the breast tissue and out thru the opposite end. Completed the procedure using another probe. There were no reported patient consequences, although a butterfly stitch was placed on the exit site of the breast.

Manufacturer narrative:
Information anticipated, but unavailable at this time.